Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurred image is caused by a component failure of light-guide of the distal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for therapeutic laparoscopic surgery, the subject device had a blurred image while being used with the video system center. There were no reports of patient harm.

Event description:
It was reported that during preparation for therapeutic laparoscopic surgery, the subject device had a blurred image while being used with the video system center. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E1 (customer facility/hospital address) - (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.